Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The treatment for the peritonitis was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. The dianeal therapy was ongoing. No additional information is available.